Manufacturer narrative:
Additional information added to device evaluation; and "investigation findings (2)": the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The optical fiber was found to be broken within the membrane approximately 17cm from iab tip. Visual examination confirmed an analyzed failure of marker misaligned; the rear tantalum marker was found misplaced near the front marker. The evaluation confirmed the reported problem. However, we are unable to determine how this failure may have occurred, as the current controls for the rear tantalum marker placement and the optical fiber connection were found to have been inspected twice by both production and qc inspection. The current controls show that it cannot have happened during manufacture of the device; the device is determined to have failed only after leaving the manufacturing facility. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that after approximately nine hours of intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm was generated. The ICU nurse removed and reinserted the optical cable which did not improve the issue. The getinge representative recommended they coil up the cable and mark it "broken". The iab was removed on (B)(6) 2024 at 1400 when after approximately 22 hours of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem. Other relevant history. Occupation: mba, bsn, rn nurse manager . Additional contact: (B)(6). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The optical fiber was found to be broken within the membrane approximately 17cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated: b4, d8, e2, g1, g3, g6, h2, h3 and h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The optical fiber was found to be broken within the membrane approximately 17cm from iab tip. Visual examination confirmed an analyzed failure of marker misaligned; the rear tantalum marker was found misplaced near the front marker. The evaluation confirmed the reported problem. However, we are unable to determine how this failure may have occurred, as the current controls for the rear tantalum marker placement and the optical fiber connection were found to have been inspected twice by both production and qc inspection. The current controls show that it cannot have happened during manufacture of the device; the device is determined to have failed only after leaving the manufacturing facility. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm was generated. The ICU nurse removed and reinserted the optical cable which did not improve the issue. The getinge representative recommended they coil up the cable and mark it "broken". There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(6).